Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product issues occurring with the same patient. The second event was reported under MDR # 3006425876-2015-00289. No sample will be returned for evaluation.

Event description:
It was reported the catheter was being inserted into the right internal jugular of a patient undergoing colon reconstruction in the anesthesia-op. During insertion the clinician was advancing the dilator over the guide wire and noted that the tip of the dilator was deformed and torn. As a result, a new set was used. No delay in treatment, death or patient complications were reported.